Manufacturer narrative:
The impella device was received and an investigation is underway. A supplemental MDR will be filed at the conclusion of the investigation.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. After pump initiation, the cannula "kinked back on itself" and required a radial snare to straighten and remove the device.

Manufacturer narrative:
The device was received and a cannula kink was confirmed. After review of the clinical information provided, we feel the root cause of the kink was related to improper technique, as the physician advised the cannula may have been kinked during insertion through the introducer.